Event description:
(B)(4).

Manufacturer narrative:
Mercury medical distributed device complaint. Complaint #(B)(4). Patient remains hospitalized with noted daily improvement and future discharge planning.